Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa. After the closure device was deployed, it was discovered that the patient had a pericardial effusion. At the same time, the patient went into cardiac arrest. The physician performed a pericardiocentesis to treat the effusion and the patient stabilized. The procedure was ended and no closure device was implanted in the patient. The patient made a full recovery from this event and was discharged the next day with no other complications or consequences.